Event description:
One unde-rsensed event during non sustained-ventricular tachycardia (ns-vt) episode, causing termination of episode. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5120758, mw5120759.